Event description:
It was reported by svc report that litter frame on the bed was bent and there were multiple cracked welds on the bed. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Bent frame with broken welds.